Manufacturer narrative:
(B)(4). Batch number: l52r6z. Investigation summary: the analysis found that one ec60a device was returned in good visual condition, with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. Furthermore the clamping mechanism was noted to be damaged. The device was disassembled to verify the internal components and a clip was found lodged, resulting in the firing mechanisms jamming. One ecr60b cartridge reload was loaded in the device. The cartridge reload was received partially fired 1/3 and with cartridge deck damaged the damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. No functional test was performed due the condition of the device. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process. While we have no reason to believe this contributed to the reported event, it should be noted that the device returned appears to have been used after the expiration date.

Event description:
It was reported that after the first cycle of flashing the knife has ceased to move, the hilt flashing left unlocked. No harm to the patient.